Event description:
It was reported that during an unk procedure, upon the first firing there was no issue but as the scrub tech was loading the device it could not be loaded. No further information was provided. There were no adverse consequences reported.

Manufacturer narrative:
(B)(4) date sent: 1/9/2024 b3: exact event date unk, entered (B)(6) 2023 as only the year was provided. D4: batch # 456c39 investigation summary the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one ech60s device was returned with no visual non-conformances and without a reload present. In addition, a reload pan was found lodged inside the channel. The pan was removed from the channel and the device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. It is possible that handling by the customer could dislodge the pan. Dislodgement as a result of the removal of the reload from the device is the most likely scenario. Please reference the instruction for use for more information.   As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Device history review a manufacturing record evaluation was performed for the finished device batch number 456c39, and no non-conformances were identified. Additional information was requested and the following was obtained: what reload was used for the first firing? White reload was used first what is the unloading technique used? Taking cartridge out with finger/thumb it was her first time changing the reload in a case surgeon fired the first firing. No issues. Upon the second firing as the scrub tech was loading the device she could not load it. Had them open and closed the device as well as hit the home button and tried to load it again, unsuccessfully. Another cartridge was reloaded, and that also would not load. Another stapler was opened and with the second reload they loaded it fine. No patient consequences were reported.